Event description:
Screws l2-s1, all left screws medial and all right screws lateral. When removing screws, initially our spin was correct and navigation integrity was solid; however, after removing one or two more screws, when the chicken foot was again placed down the screw trajectory to confirm navigation accuracy, the screw appeared to be medial to where the tool was placed.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. However, all screws being misplaced from the plan in the same direction is indicative of a drb shift. Investigation of the case logs also revealed that the surveillance marker was not activated and paired to the drb during the case. Before proceeding with navigation, the user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity. Additionally, the user acknowledges that the use of a surveillance marker can reduce registration shifts. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.